Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customers weight was programmed incorrectly. Reportedly the customer required assistance and was given carbohydrates by emergency medical services to address bg. Tandem technical support educated caller about control iq technology and the algorithm using weight information to adjust insulin.